Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2016 with the following findings: investigation revealed the battery compartment was cracked in three different places. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/27/2016.